Event description:
It was reported that the patient's right ventricular (rv) lead exhibited episodes of noise. The rv lead was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received.

Manufacturer narrative:
The reported event of noise was not confirmed. A complete lead was returned in one piece for analysis with the helix retracted and clogged with blood/tissue. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examination did not find any anomalies with the exception of procedural damage.